Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the femoral artery that was mildly tortuous. The physician tried to place the omni elite 35 10 x 39 mm vascular balloon expandable stent system, but the stent would not release properly. The stent remained on the delivery system. The complaint device was removed from the patient`s anatomy and was replaced with another device. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual and functional inspections were performed and the reported inflation issue and stent deployment were unable to be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties of inflation issue and failure to deploy. The noted kinks and wrinkled and bump on the shaft appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot and relabeled lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot or relabeled lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch report, additional information received indicated that the balloon did not inflate at all.